Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: the lot was manufactured from june 13, 2023 - june 15, 2023. H10: the device was received for evaluation. A visual inspection was performed using the naked eye which noted a segment on the tube set was damaged. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tube set. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a damaged administration tube. This event was observed during self check prior to patient use. There was no patient involvement. No additional information is available.